Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. H3 other text : see section h.10.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the devices not powering on and not charging. There was no patient harm.

Manufacturer narrative:
The customer complaint was confirmed. The root cause of this failure was identified. No device will be returned per customer.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the devices not powering on and not charging. There was no patient harm.